Event description:
An olympus representative contacted the olympus technical assistance center (tac), to report a balloon pop upon inflation during a esophageal dilation procedure. Further inquiry with customer revealed the balloon popped but didn¿t fall into patient. It was still attached to the catheter and pulled through the scope. The procedure was completed with a similar device without delay. There was no patient injury or harm due to the device malfunction.

Manufacturer narrative:
The device was not sent to olympus for evaluation as the box was saved but not the device itself. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned. Based on the results of the investigation, the root cause of this event (balloon popped) was unable to be identified. Olympus will continue to monitor field performance for this device.